Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had been extracted and replaced related to a "potential performance issue." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. The device lost telemetry and function due to a severely depleted battery. The device was returned 13 to 14 years after it was explanted. The cause of the depletion was not determined. The device was fully functional and operated under normal current drain when powered with an external supply. No care link files were found for this device. Since there was no evidence of a high current drain condition and no hybrid anomalies were observed. If information is provided in the future, a supplemental report will be issued.